Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an initial implant procedure. During procedure, the right ventricular lead exhibited poor capture thresholds. The physician attempted to reposition the lead and noted the helix was unable to extend, so the lead was exchanged during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil overtorqued due to procedural damage. The reported event of unable to extend helix was confirmed and attributed to the overtorqued inner coil, while the reported event of high capture thresholds was not confirmed.